Event description:
It was reported one day after this right ventricular (rv) lead was implanted there were observations of loss of capture. Subsequently, a lead revision was performed successfully. No additional adverse patient effects were reported.